Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested and the following was received: " was there damage to the handle? No, did the titanium blade break off? If yes, was the broken piece retrieved? Yes, it did, but all the pieces of the dissector were retrieved. Was the clamp arm damaged? No, only the titanium blade."

Event description:
It was reported that during a lobectomy, the harmonic hd instrument began to fail and gen11 indicated that the product should be replaced. The surgeon attempted to continue the procedure and the harmonic mobile leg broke. There was no damage to the handle or the clamp arm of the device, but the titanium tip did break off. A replacement device was used to complete the procedure. Surgery was delayed an unspecified amount of time. Fragments were generated, but were easily removed without additional intervention. There were no patient consequences and no other medical intervention was required.